Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Pump supplies were changed. Blood glucose was 797 mg/dl an insulin injection was administered to address bg. As the contact did not have the pump at the time of the event, tandem technical support (cts)was unable to perform a pump system check. Customer¿s clinical diabetes educator reviewed the pump data and reported that the event may have been due to a ¿user issue¿. Upon follow up, pump therapy was resumed.